Event description:
It was reported via repair work order that the nurse call cable kept coming unplugged due to damaged jack screws. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.